Manufacturer narrative:
Zoll medical corp has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete. Autopulse platform s/n (B)(4), MFR report# 3003793491-2013-00427. Nimh battery s/n (B)(4), MFR report# 3003793491-2013-00428.

Event description:
It was reported that during pt use nimh battery with s/n (B)(4) lasted 15 mins. The second battery s/n (B)(4) gave 3 compressions. Customer indicated that the batteries are rotated and tested properly. Crew reverted to manual CPR. Pt was a female in (B)(6), she did not survive. Cause of death / autopsy report has not been completed yet.